Event description:
A #12 trocar sleeve separated while introducing mesh during a surgical procedure leaving a small black rubber piece free in the patient. Noticed by operating physicians and recovered from patient. Device and packaging were saved and given to mc nurse manager.